Manufacturer narrative:
Address: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -17.5/+5.0/099 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. According to the patient's (B)(6) video log, the icl is "slightly turned and needs to be adjusted by 10 degrees." Reportedly, the lens remains implanted. No additional information is currently available.

Manufacturer narrative:
Additional information: the lens was repositioned on (B)(6) 2018. The issue is resolved and the patient no longer wears glasses. (B)(4).